Event description:
The caller reported a malfunction with their insulin pump, which was hot to the touch and discomforting. There was no adverse impact on the customer's blood glucose level. Tandem technical support assisted the customer with resetting the pump, but the malfunction recurred. As a corrective measure, a replacement pump with updated software was provided. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.